Event description:
Pt had an egd done in order to place a bravo capsule. This is a 48 hour ph monitoring device. The bravo capsule failed to transmit its signal for 48 hrs. It only worked for 22 mins. Then stopped transmitting. This resulted in the pt returning to have a repeat test (egd). Pt was not charged for the repeat test.